Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter serial number. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. D4 serial number has been corrected to (B)(6).

Event description:
On (B)(6) 2020, the patient contacted lifescan (lfs) us, alleging that their onetouch ultra 2 meter was reading inaccurately high compared to another device. This complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient alleged that this was a recurring issue but was unable to specify when the alleged issue first began. The patient reported that, when using the subject device as a reference, they took "too much insulin" (unspecified dose) which led to them experiencing symptoms of "feeling wobbly" and "inability to see"; symptoms they associated with a low blood glucose excursion. The patient was unable to provide the specific date(s) on which they made changes to their usual diabetes management regimen or when they developed the reported symptoms. While speaking to the cca the patient performed a blood test with the subject device and another device using the same drop of blood. The readings were "394 mg/dl" on the ultra 2 meter and "327 mg/dl" on the other meter. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing. The cca noted that the patient had previously performed a control solution test, reportedly obtaining a result within the control solution range printed on the test strip vial; however, a control solution test was not performed during the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.